Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) fiber optic cable is damaged. It is unknown under which circumstances this event occurred; however there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fiber optic connector is broken. Replaced fiber optic connector. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The removed fiber optic connector was returned to failure analysis and testing dept. For evaluation. The failure analysis and testing dept. Received part with a reported unit failure of the connector is broken. The failure analysis and testing dept. Performed a visual inspection and observed that part is broken. Due to this damage the connector cannot be tested.